Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter shaft was confirmed. The product returned for evaluation was one 4 fr s/l groshong nxt clearvue catheter and its two-piece connector. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed between the 16 cm and 15 cm depth marker. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter ruptured in the child. Sent to hemodynamics for removal of broken catheter. The patient was already using a PICC catheter, and during a routine x-ray for hospitalization and chemotherapy administration, a rupture in the catheter was detected. The patient underwent emergency hospitalization and was restricted to bed rest to prevent migration of the broken fragment. He was referred to the regulation center for a catheterization procedure at the hospital to retrieve the catheter fragment. The external part of the catheter was removed, and the part that remained inside the patient is scheduled for removal on (B)(6). Catheterization will be performed in the hemodynamics unit at the hospital to pass the catheter. The internal part is still in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the device inside a plastic bag with a portion of the tubing missing. The distal and proximal connector pieces were present. No further damage was noted on the device. Use residue was noted within the extension tubing. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.